Event description:
It was reported that during implant attempt, the doctor could not secure the setscrew on the rv lead port. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. Visual inspection revealed grommet damage and a rounded setscrew.